Event description:
Boston scientific received information that during implant of this cardiac resynchronization therapy defibrillator (crt-d) with the chronic implantable defibrillation lead, high out of range shock impedance measurements greater than 125 ohms were observed. Shock impedance measurements were noted to be in the 90 ohms range with the previous crt-d. The lead was surgically abandoned and replaced. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.